Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose 223 mg/dl and was treated with food. The customer alleged the insulin pump was over delivering insulin because they eat there blood glucose goes up. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0873 inches. (B)(4).